Manufacturer narrative:
There has been very limited information provided. Additional information is being sought. (B)(4).

Event description:
It was reported that "an implant of endobutton; implanted but with defect". No other information is available.